Event description:
In 2009, baxter was notified from a nurse that the patient's catheter titanium adapter separated from the patient adapter of the transfer set in 2009, after more than 2 months use and the patient contracted peritonitis. The patient reconnected the titanium adapter and the patient connector. Two days later, in the daytime, he came to the hospital. His uv transfer set was exchanged to new one. At that time, he had no symptom (no peritoneal cloudy effluent, no abdominal pain). On the same date, at night, he had abdominal pain and came to the hospital again. He was diagnosed with peritonitis. He was hospitalized and treated with antibiotics (vancomycin and exacin). The patient is a male using dianeal-n and extraneal therapy. Approx three months prior to original date, the patient began peritoneal dialysis therapy. Five days prior to original date, he changed his peritoneal dialysis regimen to dianeal n pd-4 uv twinbag 2.5% 2000milliliters (ml) x 3times and extraneal uv twinbag 2000ml x 1time/day. As of original date, the patient was not recovered from the event. The nurse stated the peritonitis was serious and not related to dianeal n or extraneal. The nurse thought that the peritonitis might be related to the break in aseptic technique. The nurse asked baxter to investigate the uv transfer set and resolve what was the fact and root cause. The following month, a nurse stated that the patient was discharged from the hospital. Two days later, a physician stated the following: his assessment about seriousness and causality of the event was same as the nurse's. The patient was recovered from the event and discharged from the hospital that month. The peritoneal effluent culture was not available. Test results to mrsa (methycillin-resistant staphylococcus aureus) revealed a negative result. The actual sample is available for evaluation.

Manufacturer narrative:
Evaluation results: during visual inspection no manufacturing abnormalities were noted. Functionally hand tightened a lab titanium adapter without difficulty and tested set underwater at 8 psi with no leaks or issues noted. The complaint could not be confirmed in the lab.